Event description:
It was reported that during an ablation procedure, after ablating for over 12 minutes of laser time, the surgeon noticed that the area of sidefire direction started to get cooler according to the temperature pick point. Upon investigating the laser fiber connection at the portable connector module (pcm), the connector was melted. The laser fiber was cut and the laser was removed from the patient. A new probe and pcm were used to finish the case. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the e2k adapter with laser fibers was sent to an imaging company and CT scanned. The results of the scans appeared to show 3 fracture areas in the laser fibers - 2 points of fracture in the glass of the probe laser fiber, and one void in the glass of the portable connector module (pcm) laser fiber. The results also confirmed the pcm and probe laser fibers were fully connected, since their internal glass fibers were aligned as desired in the CT scan results. The device was then cross-sectioned and imaged using a scanning electron microscope (sem) and confirmed 2 points of fracture in the glass of the probe laser fiber and one void in the glass of the pcm laser fiber. From this analysis, it can be concluded that the glass fiber within both the probe laser fiber and the pcm laser fiber were fractured, allowing laser energy to escape and melt the surrounding material in the fibers and e2k adapter.